Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this device was explanted. It has not been received by boston scientific's post market quality assurance laboratory. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient said she has been feeling a hard "bumping" or "thumping" in her lead area, and that she has been having palpitations for 2-3 months. She also said that her heart is beating too fast and that her blood pressure was high. She said that about a month ago, she was notified that the battery of her implanted device was getting low. The patient had been lost to follow-up. The patient was given the names of two clinics near her, per her request. A red alert was received via latitude on (B)(6) 2010 because the implanted device's battery was at end of life (eol). The patient is scheduled to have her device replaced on (B)(6) 2011. It will be returned for analysis upon removal.